Manufacturer narrative:
(B)(4).

Event description:
Received info reporting a power on reset mode. Medtronic representative contacted the pt to review how to clear the por. No further info was available at the time of this report, but if it becomes available a follow up report will be sent.